Event description:
Procedure: laparoscopic anterior resection colectomy. According to the reporter: cartridge would not fire even with the green light flashing the ready sign. 2 failure cartridge did perform after retrieval.

Manufacturer narrative:
(B)(4).